Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The manufacturer received information alleging a patient passed away unrelated to the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.